Manufacturer narrative:
(B)(4).

Event description:
The recipient reportedly experienced a skin flap breakdown and device extrusion. The recipient was prescribed oral antibiotics. The recipient's device was explanted.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient has reportedly healed. The recipient is cleared for reimplantation surgery. This is the final report.

Manufacturer narrative:
The external visual inspection revealed the electrode was severed near the fantail prior to receipt. This is believed to have occurred during revision surgery. The device passed the photographic imaging inspection. System lock was verified. The electrode condition prevented an electrical test from being performed. The device passed the electrical and mechanical tests performed. This device was explanted for medical reasons. The device passed the tests performed.

Manufacturer narrative:
On (B)(6) 2017, the recipient was prescribed augmentin 875 mg for 10 days. Reimplantation surgery is under consideration.